Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an occluded lesion in the lower extremity with moderate calcification. The 2.0 x 20 mm armada balloon catheter was advanced without issue and inflated four times to 6 atmospheres (atm). When the balloon was attempted to be deflated, difficulty was noted, and the balloon was not completely empty. After several attempts, the balloon was able to be deflated little by little. The balloon was then fully deflated, and removed with resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported deflation issue was confirmed. The difficulty removing was not confirmed as it was based on case circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the deflation issue and difficulty removing appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.